Event description:
Device 2 of 3. Reference MFR report #1627487-2014-08272 and 1627487-2014-08274. It was reported the pt is experiencing stinging at one of her lead sites as well as stimulation in the wrong location. The pt has experienced multiple falls. X-rays taken indicate one of the pt's leads has migrated. The pt is still experiencing uncomfortable stimulation at her other scs lead sites although x-rays do not show any abnormalities. The pt was advised to leave her scs system off. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.